Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The patient weight was (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 15-aug-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 572.5mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had surgery for t1-t10 spinal fusion on (B)(6) 2019. During this surgery, the hcp had accidentally dislodged the catheter (unknown where dislodgement was located). They turned the pump down to 96.2mcg/day. The patient was currently (as of (B)(6) 2019) still having complications (unrelated to the pump/therapy); therefore, they would not be replacing any parts of the system until the complications were addressed/resolved. The hcp wanted to have the pump permanently shut off and when the patient got better they would replace both the pump and the catheter, since the pump was nearing end of service (eos). There were no further complications reported at this time.